Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting shock impedance spikes. Technical services (ts) was consulted and explain a possible spring contact issue. The device was checked, and no issues were found. All other lead measurements were within normal limits. Ts advice to continue to monitor. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting pacing impedance spikes. Technical services (ts) was consulted and explain a possible spring contact issue. The device was checked, and no issues were found. All other lead measurements were within normal limits. Ts advice to continue to monitor. The device remains in service. No additional adverse patient effects were reported.